Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings of the bd luer-lok" disposable syringe with bd luer-lok" tip was misaligned and missing past the ¿ ml location on the syringe. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: one loose 3ml assembled syringe was received by bd (B)(4) and reported to be from batch # unknown (p/n 309657). The sample was visually evaluated. The syringe was found to have skewed scale, the skewed scale caused missing print from the barrel roof to the 1/2 ml grad line, this is a rejectable condition at bd (B)(4). Lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Although the defect of scale marking issue was observed, since no physical evidence was found to support manufacturing process related issues, a root cause could not be determined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Proper personnel have been notified of this issue for further review. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.